Manufacturer narrative:
Tech stated that it looks like something was spilled on the power board a long time ago and the power board was still functioning. The tech replaced the power board to resolve the issue.

Event description:
Technician alleged that while inspecting the bed for a different repair, the technician found corrosion on the power board. No injury reported.